Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative they had a pressotherapy session on her left arm yesterday before putting on a mobiderm sleeve during the session, and at night felt pulsations in her brain and down to her right foot. The ins was not switched off during the session.